Event description:
There is an increased use of a "blind" luer fitting cap on disposable products. The one piece cap has a male luer fitting on one side and a female luer fitting on the other side. The advantage is that this dual purpose cap can be used to occlude either gender fitting on a stopcock or IV line. The problem is that the cap can be fitted between lines or stopcocks with luer fittings. The fact that this fitting will not allow flow is not apparent unless the clinician looks into the hole of the cap to see that it is occluded by design. The device mentioned in this report is one example of a product using these caps, but there are many other products using this type of cap as well.